Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation identified that the upstream sensor was bad confirming the reported issue. The upstream pressure sensor was replaced. The software was set to 9.33. The device was calibrated. The circuit boards were inspected. The root cause for the reported event was determined to be an aged pressure sensor. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device's occlusion alarm was repeatedly going off. There was no patient involvement. No additional information is available.